Event description:
During a demonstration (not in clinical use), the company representative observed that the iabp generated an "autofill alarm" at power up. The company representative also observed that the iabp "failed" at the pneumatic module leak test. No patient was involved.

Manufacturer narrative:
The company returned the iabp to (B)(4) and replicated the malfunction during evaluation of the multiple pim leak test failures. The investigation identified a lose custom luer fitting. After tightening the custom luer fitting the leak test was repeated three times with passing results. The iabp was tested to factory specification, it functioned normally. (B)(4).